Event description:
It was reported that there was low pacing impedance on the right atrial (ra) lead. It was also noted that there were high rate episodes and mode switches that were determined to be due to noise. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the short interval count (sic) was high and impedance was varying. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 8 atrial tachycardia (at)/atrial fibrillation (af) episodes were recorded since (B)(4) 2015, and some episodes showed apparent noise oversensing on the electrograms. 730 atrial short interval counts (sic) were recorded in the last 6 days, since (B)(4) 2015. (B)(4).